Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported there was a leak in the cassette system followed by the "macroseta" tip becoming disconnected from the tubings, to the balance salt solution, during a procedure. The status of the patient is not known. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Additional information provided in b.5., h.6., and d.11. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was obtained. The surgeon meant the cassette when he reported "cassette system". The cassette was replaced with another one and the procedure was completed. There was no impact to the patient.

Manufacturer narrative:
Additional information provided in g.1., g.2.,h.6., and h.10. The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. After final assembly each cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. The manufacturer internal reference number is: (B)(4).